Event description:
Since (B)(6) of 2009, I have had nothing but problems. After the implantation of the essure device, I bled for 47 days straight. Iron levels fell and I was given a special diet and iron pills. After the bleeding stopped I noticed a nagging pain on the right side and then in my lower back. I would tell my gyn about it and he just snubbed me off. I feel like I was bullied into this because he was supposed to tie and cut my tubes after I gave birth. He decided to wait until my 6 week appointment. I mean no problems and I would have 3 child natural without an epidural but I got it so that my tubes could be tied. Well at the end of (B)(6) of 2009 my cycle began, bleeding profusely, and painfully. It lasted about a full week and approximately 12 days later it came back. I thought I was crazy. From 2009 to (B)(6) 2014, I have had 2 periods a month that keep me from doing normal activities. I have extreme fatigue, lower abdominal pain, lower back pain, headaches, nausea, pain in the same spot on the right side after implantation, shooting pains up and down my legs, stabbing pains on the right side of my lower stomach, swelling that has plagued me since 2009, just pain. In 2012. I changed doctors, this gyn told my doctors are paid for new devices and I maybe a victim of a doctor just wanting to get paid. This doctor gave me a sonogram in which he said the essure were still in place but seemed low. In (B)(6) of this year 2014, I was fed up and went back to my new doctor since 2012 and discovered I had polyps all around the openings of my fallopian tubes. So I had an emergency (skipped a lot of people) d and c done to remove all of them and a hysteroscopy and the reason he suggested this is because I had been bleeding from (B)(6) until the second week in (B)(6). Clots the size of a large prune. So post d and c, I still have 2 periods a month in between bleeding, so heavy I bleed on myself sometimes at work. Super plus tampons along with overnight pads every 25 to 30 minutes must be changed. The fatigue is back with a vengeance. I have a cyst on my left ovary, I now have the pains shooting up and down my legs on both sides with that stabbing pain from my right now on the left in the front and the back of my stomach and lower back. Headaches, repeated nausea etc. I go back (B)(6) for another sonogram to see why after 5 years I'm still hurting and in pain. It's hard to keep up with the expense of all these unsuccessful procedures but I feel like I'm dying it's so bad. Seems like I can almost tell when I ovulate as well. I feel this stabbing pain in between periods that almost brings me to my knees, and every month it swaps sides. Now I don't know if you ovulate from each ovary every other month or not, but because I have 2 periods a month I get that pain on either side twice a month every month. I have bled into the seat of cars 20 minutes after I left for work, felt faint and no one understands this all started after essure. I bleed so bad that even with a tampon, the second I pull my pants down I'm bleeding all over the floor, toilet seat and all before I even sit down. In turn I must change clothes at home or work, clean myself and the toilet. Oh lord please help me.

Event description:
Add'l info received from reporter on (B)(6) 2015. I was told it was safe and I only would experience cramping and some minor bleeding. I was only given a brochure and at that time, it did not state the side effects I experienced. I went home and started to bleed, and it didn't stop. I started cramping and continued to bleed as if I was on my cycle for 47 days. During which I started feeling dizzy, nauseous, and cold all the time. I then, two weeks later, started my cycle again, and it lasted a little over a week. There was a 5 day gap and it started again. At my 3 month hsg I was told everything was ok and my tubes were blocked, so I didn't understand why I was still bleeding. I called the doctor and he said that was normal, but failed to tell me that I would bleed for months after. I started having back pain, and pelvic pain, along with the bleeding. I then started to swell. The swelling was in my abdomen, legs, hands, and feet. I called my doctor who said it was essure and couldn't care less to check. I went to the ER several times over the next 2 and made calls to my doctor for relief. In 2011, I was still having 2 periods a month, bleeding profusely with pains in my thighs during my cycle, my swelling was constant, but worse right before and during my cycle. The pain in my pelvic area was horrible, and my back and hips now began to hurt. I felt like an 80 y/o woman with a lighter in my back, pelvic area, and hips. In 2012, I began to see a new ob/gyn. I began having abdominal gaps and doctor did biopsy, had a sonogram to check for essure placement and he saw a cyst on my left ovary. He wasn't sure what was causing my pain, in 2010 I also started noticing small rashes, and small circular patches that would show up on my body, my neck, my stomach, my thighs, and it made no sense. This is when I found out the device contained nickel, I don't understand why I would not have been asked or tested for nickel. In 2013, the bleeding and the pain started to become unbearable. I visited the ER, which I had done so several times over my essure time. So in (B)(6) 2014 I began bleeding so bad, I was passing clots half the size of golf balls, the bleeding would not cease. On (B)(6) my doctor at the time performed a hysterectomy, and found uterine polyps near the essure implants, scrapped my uterine lining, and cut the polyps out. He thought that would clear the bleeding issue, and my cyst had dissolved, but I still had pelvic, back, and hip pain, and swelling of my hands and feet. He told me to give it a few months, and in (B)(6) 2014 I came back for a check up, still bleeding heavy and all the pain, he noted swelling in the right fallopian tube, and essure placement was ok. I was found to possibly have developed endometriosis and he recommended tubal removal to remove essure, since I didn't have any problems prior to essure. I was going through training so I asked to hold it off until (B)(6) 2015, but in (B)(6) 2014 the pain became so excruciating along with the bleeding I was hunched over at work in pain and tears. I called my doctor, and he had retired. Went to the ER that very hour and had of scan that found sclerosis of the si joint with no erosion and fluid but stated I was healthy and essure could only be the reason of pain, made an appt with new doctor (B)(6). While waiting I ended up in the ER 2 more time and all bloodwork, urine, std tests revealed no problems. Doctors at the ER stated to go ob/gyn for your pelvic pain. New ob saw the pain, reviewed my history and suggested, as my previous ob stated, to have the essure removed. Hysterectomy was done to remove uterus and tubes. Pathology found cysts in my fallopian tubes, adenomyosis, inflammation. Upon waking up I had no pain except my incision. I began walking the next day with absolutely no pain in my hips, back, pelvic area, my swelling was gone, my skin no longer itching. Today is (B)(6) 2015, 16 days post op and none of my symptoms have returned. Essure out.